Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable high troponin t results for multiple samples from one patient from two cobas h 232 meters. The serial numbers were requested but were not provided. Neither the h 232 meter nor a similar device is approved for use in the united states. In (B)(6) 2017, the patient was tested at the customer site and in another doctor's office which both used cobas h 232 meters. All troponin t results were 150-180 ng/ml. The specific results and dates of testing were not provided. At the customer site, they took fresh blood samples and send them to a laboratory where negative troponin hs results were obtained. No specific data was provided. The results were reported, and the doctor questioned why the results were different. There was no allegation of an adverse event. All other cardiac parameters were inconspicuous and the patient condition was good. All interferences, biotin therapy, or drugs containing rheumatoid could be excluded by the doctor.

Manufacturer narrative:
No systemic or general product problem could be found. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Specific patient data was provided: cobas h232 results: (B)(6) 2017: 192 ng/l; (B)(6) 2017: 138 ng/l; (B)(6) 2017: 177 ng/l. Lab result using cobas 8000 e module: (B)(6) 2017: <14 ng/l. Sample from the patient was submitted for investigation and was tested on a cobas e 411 immunoassay analyzer. The result was < 300 pg/ml (negative). One native blood sample was spiked with the sample from the patient and was tested on a qualified cobas h232 with relevant retention material roche cardiac poc troponin t of lot 25463610. The results was < 40 ng/ml. On the basis of these results, an interference was not suspected. Relevant retention material roche cardiac t quantitative lots# 25463610, #23075610 and # 25463510 was measured on qualified cobas h232 with three native blood samples and one spiked blood sample in comparison to our masterlot (reference lot). The customer's cobas h232 meter was received for investigation. Retention material of lot #23075610 was tested on the customer meter with one native blood and one spiked blood. The results of all measurements fulfilled the requirements. Medwatch field - lot no was updated.